Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no product malfunction reported. The filter coming off in the vessel during removal is due to not using the barewire. The product instruction for use (IFU) states: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. Additionally, it was reported that the emboshield nav 6 was used in the superficial femoral artery and popliteal artery. It should be noted that indication for use in the IFU states: the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus/debris) while performing angioplasty and stenting procedures in carotid arteries. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. The reported difficulty appears to be user related and there is no indication of a product quality deficiency.

Event description:
It was reported that the nav 6 filter was being used in an off label procedure for protection in the superficial femoral artery and popliteal artery. The nav 6 was prepped for use. The barewire was removed and was replaced with a non-abbott wire. Atherectomy was performed and during removal of the wire, it pulled straight through the filter instead of capturing the filter, leaving the filter in the patients vessel. A snare device was used successfully to retrieve the filter and the patient is reported to be fine. No patient adverse effects were reported. No additional information was provided.